Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that there was no power in matrix power supply. Furtherly the customer was taking responsibility for servicing the system and therefore, no additional information could be obtained from the customer. However, it was confirmed that the issue was resolved by the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.